Event description:
The pk papyrus covered stent system was selected for treatment of a type iii perforation. The device was advanced but would not cross the angulated segment in proximal-mid lad. Device was removed. Guide liner taken into the lad over a balloon. Using the guideliner attempted to deliver the papyrus again and able to deliver it across the bend in the more proximal segment of the lad. Stent taken to the mid lad at the site of the perforation. Stent moved back and forth to try to position it perfectly and at this time it appeared that the stent stripped off the balloon. It was possible to inflate a 3.0 balloon to deploy the stent. The treating physician rated the occurrence as non-device-related and non-procedure-related complication.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation were reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both no device- and no procedure-related complication. It should be noted that the pk papyrus IFU advises the user to not re-insert the stent system as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during withdrawal. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.